Event description:
It was reported that the lead migrated. It was noted that a revision including a complete explant and implant was required. It was noted that the product issue was resolved. It was noted that x-rays were done. It was noted that the lead migration was due to multiple falls. It was noted that there was no alleged product issue with the implantable neurostimulator (ins). It was noted that a replacement was required as a result of the event. It was noted that the patient wanted a complete MRI compatible system as the patient needed MRI¿s. It was noted that symptoms associated with the event included less than 50 percent therapy relief at the lead location. Additional information received reported that the patient was groggy for hours after surgery. It was noted that the manufacturing representative gave her multiple groups in case one did not work. It was noted that the patient stated that stimulation was ¿perfect¿ and ¿far better that it was before.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis for lead lot v607972005 revealed no anomalies. Final device analysis for lead lot v592924003 revealed no significant anomalies. The outer insulation was cut. Final device analysis for the stimulator revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.